Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Not available because product was not returned.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary/subclavian artery in a 49-year-old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. During prep, there was a purge failure alarm. It was reported a new automated impella controller (aic) was used to resolve the issue. The purge system issue will be conservatively reported for hemodynamic instability as an aic exchange was performed, however the exchange was performed with no consequence to the patient and support. On day 5 of support, while in the intensive care unit, the patient's plasma free hemoglobin was elevated with an upward trending pattern. Imaging and hemodynamic support confirmed appropriate 5.5 position and function, and no alarms occurred. The flow was stable and without evidence of suction events or position related issues. Per md assessment, the elevation of plasma free hemoglobin was not attributed to the impella device. The patient's clinical picture was consistent with a low preload state, as the patient was noted to be volume depleted, and there was no indication of device related hemolysis. The device is unlikely to have contributed to the hemolysis, which the md attributed to the patient¿s underlying clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: h6 clinical code changed from e2403 to e2343. H6 impact code f1905 changed to f05.